Event description:
Product surveillance spoke to the registered nurse on (B)(6) 2012 in order to obtain additional information on the hospitalization that was stated in an unrelated report. The nurse reported the patient went to the hospital on (B)(6) 2012 with cloudy effluent. The patient was admitted to the hospital and diagnosed with peritonitis on (B)(6) 2012. The cause for the peritonitis is unknown by the nurse. Peritoneal effluent samples were obtained on (B)(6) 2012. The patient was treated with vancomycin 1.5 g intraperitoneally (ip) every other day for 2 weeks. The patient was retrained on how to perform peritoneal dialysis therapy using proper aseptic technique despite not knowing the cause of the peritonitis. The patient was discharged home from the hospital on (B)(6) 2012 and is considered to be recovering from this episode of peritonitis. No additional information is available as of this report.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. An internal investigation is currently under way, however has not yet been completed. Once the investigation is complete, a follow up report will be submitted.